Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin (discontinued after 49 days) and cefazolin (discontinued after 49 days) for peritonitis. At the time of this report, the patient has not recovered from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the patient has recovered from bacterial peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.